Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external abrasion is consistent with friction to the device can. All other damages were sustained during the procedure.

Event description:
This report is to advise of an event observed during analysis.